Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the radiofrequency (rf) head connector as well as the electrocardiogram (ECG) connector were loose. It was also noted that the power supply was corroded and the lower case was corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).

Event description:
It was reported the connection with the programmer rf head was intermittent. The programmer rf head was replaced, but the problem persisted. A connection issue was suspected. There was no patient involvement.